Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. The customer also reported that the insulin was squirting during manual prime process and insulin continues to drip after motor stops during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop and rewind message occurred after an alarm. The customer was stuck in rewind complete or bolus delivery loop. The customer stated that the drive support cap was appeared normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.